Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl. Reportedly, the customer was not connected to the pump due to receiving an error on the non-tandem continuous glucose monitoring system. Additionally, the customer missed a meal which may have contributed to the low bg. Glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.